Event description:
The pt reportedly experienced a split stitch one week post surgery. The pt was treated with vancomycin and levaquin for 10 days, then duricef for 10 days. The issue reportedly resolved; however, the infection reappeared on (B)(6) 2014. The pt presented with drainage from wound. The pt was placed on IV followed by oral antibiotics. One week later, the pt presented with dehiscence of the wound, increased pain, and the device was exposed. The pt was prescribed vancomycin and levaquin on (B)(6) 2014. The pt was prescribed duricef on (B)(6) 2014 for 10 days. A period of non-use was recommended from (B)(6) 2014. The pt was hospitalized from (B)(6) 2014. The pt's device was explanted. The pt's infection has resolved.